Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced discomfort in the urinary tract using the caths sent 53614g and the 53816 was not able to properly hold the lubricant, he a added mckesson lube packet isn't large enough to hold it states our pre-lubricated cath "just doesn¿t do the trick." It is currently unknown if the patient received medical intervention for the discomfort in the urinary tract.

Event description:
It was reported that the patient experienced discomfort in the urinary tract using the caths sent 53614g and the 53816 was not able to properly hold the lubricant, he a added mckesson lube packet isnt large enough to hold it states our pre-lubricated cath "just doesn¿t do the trick".it is currently unknown if the patient received medical intervention for the discomfort in the urinary tract.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.